Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on (B)(6) 2013 and the result was bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia and metrorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and metrorrhagia to be related to essure. The reporter commented: patient received treatment for menorrhagia, metorhagia, migration. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events added- migration, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods)", reporter were added. Essure removal date, patient's date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on (B)(6) 2013 and the result was bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy. (Bilateral) and d&c done. And salpingectomy. (Bilateral), received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, metrorrhagia, hypersensitivity, rash, skin disorder, allergy to metals, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, gastrointestinal disorder, fatigue, migraine and headache outcome was unknown and the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for menorrhagia, metorhagia, migration. Patient received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), nickel allergy, hypersensitivity, rash/skin condition, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received- lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on (B)(6) 2013 and the result was bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy. (Bilateral) and d&c done. And salpingectomy. (Bilateral), received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, metrorrhagia, hypersensitivity, rash, skin disorder, allergy to metals, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, gastrointestinal disorder, fatigue, migraine and headache outcome was unknown and the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for menorrhagia, metorhagia, migration. Patient received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), nickel allergy, hypersensitivity, rash/skin condition, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Lot number: a02553, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on (B)(6) 2013 and the result was bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy. (Bilateral) and salpingectomy. (Bilateral), received treatment for breakage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, metrorrhagia, hypersensitivity, rash, skin disorder, allergy to metals, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, gastrointestinal disorder, fatigue, migraine and headache outcome was unknown and the menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for menorrhagia, metorhagia, migration. Patient received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), nickel allergy, hypersensitivity, rash/skin condition, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added - apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, hypersensitivity, rash/skin condition, breakage, bladder infection, bladder problems, urinary problems, vaginal discharge, dental problems, gi conditions, fatigue, migraines, headaches. Outcome of event menorrhagia updated. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.